Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09531. It was reported that the patient presented in the emergency room with infection, redness, and swelling at their implantable cardioverter defibrillator implant site. The system was explanted on 06/11/2019 with no complications. There were no patient consequences.